Event description:
It was reported that during a mid-left anterior descending, 80% stenosed, coronary artery procedure, during deployment the 4.0 x 23 mm bare metal stent (bms) went missing. The stent was not confirmed to be on the balloon before entering the patient anatomy. An angiogram was performed to locate the stent in the patient's anatomy and no stent was found. The lab was searched for the stent and was not found. Two multi-link 8 bare metal stents (bms) were used to successfully complete the procedure. There was no adverse patient effect or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. It should be noted the multi-link 8 ce instructions for use (IFU) states: prior to using the multi-link 8 coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would not be returned for analysis. Subsequent information revealed that the device is available for evaluation. Evaluation summary: the device was returned for evaluation. The reported dislodgement was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot.